Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting three different battery replacement alerts. The customer had loosened and then tightened the battery cap. They then received a replace battery now alarm. The customer's blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of a replace battery now alarm without a low battery warning. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded (B)(4)) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. The loaded voltage (loaded (B)(4)) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.